Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photograph was submitted and evaluated. The photograph shows the tyvek labeling that includes product information, which has been verified and matches the details in tw and six maxcore devices are also shown in six separate open packages, partially visible. No other visual anomalies are observed. Based on the review of the photos, the reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire and failure to obtain sample issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was noticed that the device was unable to obtain a sample. It was further reported that the firing button got stuck, but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There were no patient reported injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was noticed that the device was unable to obtain a sample. It was further reported that the firing button got stuck, but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There were no patient reported injuries.